Event description:
Clinical adverse event received for severe bilateral knee pain. Event is serious and is considered moderate. Event is possibly related to both device and procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).